Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision approximately 9 years post implantation due to pain. During the surgery, corrosion, pseudotumor, elevated metal ion levels and impingement were noted. The neck was unable to be removed from the stem with mild trunnion damage noted. The head and liner were removed and replaced. No additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported that patient underwent a right hip revision approximately 9 years post implantation due to pain. During the procedure, the head, locking ring and liner were removed and replaced. Attempts have been made and no additional event information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information received does not change the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: modular femoral stem press-fit plasma sprayed cementless size 11, pn 00771301100, ln 61487895. Shell porous with cluster holes 56 mm o.d., pn 00620005622, ln 61176486. Femoral head sterile product do not resterilize 12/14 taper, pn 00801803202, ln 61530649. Modular neck p2 12/14 neck taper use with +0 heads only, pn 00784803101, ln 61298845. Bone scr 6.5x35 self-tap, pn 00625006535, ln 61474970. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This event was initially reported under MDR 0001822565-2019-02058; however, the MFR number needed corrected. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02057, 0001822565-2019-02059, 0001822565-2019-02060, 0001822565-2019-02088.

Event description:
It was reported that bilateral patient underwent right total hip arthroplasty and subsequently has started to experience pain. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.